Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The product was received with the dilator, trocar assembly, and anchoring device. The dilator was received inserted into the trocar. Visual inspection of the components revealed no abnormalities. Functionally, the dilator was inserted into the trocar with no binding or difficulty. In addition, the trocar failed an air leak test due to the stretched envelope seal. During this investigation, a secondary unrelated condition was identified as follows the envelope seal was stretched due to the prolong insertion of the dilator. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the blue part of the cone was coming apart from the body of the device and was falling apart inside the patient. The device and pieces were removed from the patient. Another trocar was used to complete the case. No x-ray was needed.